Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a compromised force sensor system alarm. The customer stated that insulin was squirting out during the manual prime process. The customer's blood glucose was 149 mg/dl. The customer stated that the insulin pump was neither bumped, dropped nor exposed to water. The customer stated that the drive support cap did not appear to be damaged. Advised that a replacement insulin pump would be sent. Asked customer to return the insulin pump for analysis. Nothing further reported.